Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor. Reportedly, the cause was unknown; however customer was new to the pump and customer indicated they did not understand how the pump works bg was addressed via reverting to an alternate form of insulin therapy, and customer scheduled further training. The customer was instructed to consult with healthcare provider regarding bg level.